Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had four high rate non-sustained episodes with oversensing on right ventricular tip to right ventricular ring. It was noted the recorded episode showed a very small amplitude on the electrogram (egm) and possibly high frequency electromagnetic interference. It was noted all the episodes had the same signature and low amplitudes. All measured lead impedances were stable. The patient was brought into the clinic and testing was done including arm movement, isometrics and pocket manipulation with no signs of noise or oversensing. The patient was not aware of any emi sources and it was recommended to continue monitoring the patient. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated two more high rate non sustained episodes and oversensing were observed a few months following the emi. No episodes have occurred since that time and all lead impedances continued to be normal and stable. The crt-d remains in use. No patient complications have been reported as a result of this event.